Event description:
It was reported via literature that restenosis and occlusion occurred, requiring surgical intervention, revascularization and amputation in some cases. This study included 161 femoropopliteal lesions in 127 patients treated with either a ranger drug-coated balloon (dcb) or one of two non-boston scientific dcbs between (B)(6) 2018 and (B)(6) 2023, stratified into hemodialysis (hd) (34.6%) and non-hd (65.4%) groups. The primary endpoint was clinically driven target lesion revascularization (cdtlr), either surgical or endovascular, and the secondary endpoints were major amputation and all-cause mortality. The median observation period after endovascular treatment (evt) using a dcb was 336 days. This study was conducted to test the impact of hd on fp evt using dcbs, and the significant negative impact of hd on the primary outcome was observed based on the kaplan-meier analysis. The results of the study found that one patient from each group underwent a major limb amputation. There were 26 cdtlr observed. Of which, two cases were treated surgically. The two surgically treated patients were both on regular hemodialysis and were (chronic limb threatening ischemia) clti patients. Twenty-four were treated by re-do evt. Of note, 11 patients (2 patients with two lesions in the hd group and 9 patients with nine lesions in the non-hd group) had a follow-up period of less than 30 days. One of which was the non-hd patient who underwent the major limb amputation.

Manufacturer narrative:
A2: median age of hd patients was 70.5 years old and non-hd patients was 72.5 years old a3a: 79.5% of hd patients were male and 63.9% of non-hd patients were male b3: date of event was estimated as the date the article was published. Based on the nature of the event, detailed product information cannot be obtained. Because the product information is unknown, we are unable to provide the complete unique identifier (UDI) #. Ichinose, t.; kudo, t.; yamamoto, y. Chronic kidney disease requiring hemodialysis as a significant predictor of target lesion revascularization after endovascular treatment of femoropopliteal occlusive lesions with a drug-coated balloon. J. Clin. Med. 2025, 14, 1474. Https://doi.org/10.3390/jcm14051474.